Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead had high thresholds and low sensing. A lead perforation was suspected. The lead was repositioned without complications and the patient outcome reported as ok. The lead remains in use. No further patient complications have been reported as a result of this event.